Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the three articulation positions; when the device was fired on the right position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4) qa.

Event description:
It was reported that during a vats lobectomy procedure the device was fired two times with a white load and three times with green loads. The last two were white loads and they were firing across the pulmonary artery vein. The device fired normally. When the device was removed from the artery and the surgeon moved the lung, the staple line fell apart. The staples were malformed. One side, the staple leg was in a 90 degree angle and other leg looked like the letter p. The patient¿s chest started filling with blood and the surgeon converted to an open procedure. The surgeon was using a sponge to control the bleeding until the patient was opened. The pulmonary artery vein was repaired with sutures. The patient had a transfusion of 500cc of blood. The patient is now fine and was discharged from the hospital on (B) (6) 2010. The device is available, but the loads were discarded.